Event description:
It was reported by the physician to the rep that the patient's device was implanted just last year and is already showing ifi. Autostim is off and magnet was reported to not be used often. Device history records for the battery was performed. It was noted to have gone through gc5 screening and failed due to being stuck in bootloader. The device was reworked and passed final testing and specifications prior to being released for distribution. No known surgery has been reported to have occurred to date. No additional relevant information has been received to date.

Event description:
An addendum for product analysis was released as the vendor evaluation of the asic was performed. No other relevant information has been received to date.

Event description:
Product analysis (pa) for the returned generator was completed. The reported allegations of premature end of life (eol) was duplicated in the pa lab. After thorough testing, the pcba was connected to a power supply and found the vboost signal from the asic (a2) was observed. To find the possible cause of the increased standby current, the components in the vboost circuit were individually removed from the pcba substrate. Reviewed the x-rays taken of the pulse generator pcba and showed possible voids under the asic (a2), cold solder joints. Multiple attempts were made to reheat the a2 to the board but were unsuccessful. A second automated electrical evaluation showed that the pulse generator pcba did not perform according to functional specifications. The automated electrical evaluation shows that pulse generator pcba supply current off measurements were within specification, but still had sensing issues. The asic (a2) was heated with a heat gun a few more times. The automated electrical evaluation shows that pulse generator pcba sensing issues were intermittent, but the supply current off measurements remained within specification. The asic (a2) was removed from the pulse generator pcba (with a heat gun) to test the functionality of the asic (a2) in the m1000 breadboard test fixture. Asic (a2) was found to also be the cause for the sensing failures. Decoder was reviewed and did not find any reboots had occurred. The sensing was disabled. Diagnostics tab was reviewed and found impedance was normal during time of implant. Wandcomm was reviewed and found that there were stimulations noted for auto stimulation however the asic analog enable was false. The asic (a2) and may have been the contributing factor for the premature eol allegation. Suspect the asic¿s (a2) increased current consumption (measured at the pa bench) is related to the observed voids under the asic (a2) leading to possible cold solder joints. However, the asic (a2) was the contributing factor for the sensing failures observed on the comprehensive automated electrical evaluation. The failure mechanism for the asic (a2) was not established.

Event description:
An addendum for product was released as additional testing was performed post-completion. Per the addendum, the vbat charge used found within wandcomm was corrected from 104.972% to 10.497%. The supply current off-time and supply current off+sense (sense setting 1 ¿ 5) were characterized on the m1000 breadboard test fixture (with test microprocessor and test asic) to compare the supply current off-time and supply current off+sense (sense setting 1 ¿ 5) of the asic (a2) from the pcba when it is placed in the m1000 breadboard test fixture. Results showed that there was no increase of supply current observed between the breadboard and the pcba. Several test cycles were performed on the m1000 breatboard test fixture and no increase of supply current was observed. The asic (a2) removed from the pulse generator pcba was placed in the m1000 breadboard test fixture to perform the ¿verify heartbeat¿ function. The programming tablet ¿verify heartbeat¿ functioned was executed. The asic (a2) removed from the pulse generator pcba detected 60 bpm but would not detect bpm at a slower or faster rate showing no bpm on the tablet. X-ray of the asic (a2) did not show any visual anomalies. A closer observation of the solder pads that were underneath the asic (a2) on the pcba substrate does indicate that each of the asic (a2) solder pads were adhered to the pcba substrate solder pads for the asic (a2). After the additional testing was performed, it was found that the asic (a2) may have been a contributing factor to the peol allegation. The increase in supply current could not be re-created, suspect that heating the asic (a2) may have corrected the high current issue, based on the observation that the asic (a2) was adhered to the pcba substrate solder pads (previously suspected the observed voids under the asic (a2) may result in cold solder joints). However, the asic (a2) was the contributing factor for the sensing failures observed on the comprehensive automated electrical evaluation. The failure mechanism for the asic (a2) was not established.

Event description:
Additional information was received that the patient had their battery replaced due to it depleting prematurely. The explanted device was returned, and product analysis is still ongoing. No additional relevant information has been received to date.